Event description:
The surgeon inserted and removed a cq2015 collamer three-piece lens due to the back haptic tearing while being inserted. There was no patient injury , no incision enlargement or sutures.